Event description:
It was reported that the iliac leg grafts placed in a fenestrated endovascular repair (fevar) procedure clotted off during reintervention. Initially it was reported that a type 1b endoleak was present at the conclusion of a fevar procedure, where cook grafts were placed. The patient underwent the fevar procedure on (B)(6) 2026. A cook representative was present for the procedure. At the end of the procedure, physicians noticed a type 1b endoleak and performed a control-scan afterwards. Troubleshooting was completed and identified the zsle limb was not introduced in the contralateral limb of the bifurcated component and a reintervention was necessary. In the meantime, both limbs in the iliac arteries occluded and they had to proceed with open surgery. But despite their efforts, this reintervention time resulted in patient death. The focus of this assessment is the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-90-zt) placed on the contralateral side that occluded. Additional information regarding the event and patient outcome has been requested but is currently unavailable. Additional reports for the occluded grafts will be reported under patient identifiers: (B)(6).

Manufacturer narrative:
H3 - device evaluated by mfg: the complaint device will not be returned to the manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The vascular department head physician indicated that a mesentery hematoma was probably another event that occurred during the procedure that resulted in death. This was due to physician unintended action when canulating the superior mesenteric artery (sma). Further clarification is being requested regarding the event that occurred during the procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d6a. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided 23feb2026 and 24feb2026. A final control was not satisfying, therefore, the physicians decided to complete a post-procedure scan. It was then determined that the zenith flex with spiral-z technology aaa endovascular graft iliac leg rpn: zsle-11-56-zt was incorrectly placed beside the contralateral limb of the bifurcated graft (aaa-dist-body-inverted-leg). Open surgery repair was scheduled to explant the devic (s). The zsle-13-56-zt included in the graft plan was not implanted. The patient was not prescribed any regimen of anticoagulant or antiplatelet medication before the index evar procedure. The zenith flex with spiral-z technology aaa endovascular graft iliac leg rpn: zsle-11-56-zt was incorrectly placed beside the contralateral limb of the bifurcated graft (aaa-dist-body-inverted-leg). The endoleak that occurred was a type 3a endoleak between the zsle and the bifurcated graft. Both the zsle-11-90 and zsle-20-90 were implanted, but the cook representative is still awaiting the physician's feedback to confirm which device was occluded. Activated clotting time during the procedure is unknown. The patient died before the open repair could be completed. An autopsy report will not be provided. A death certificate will not be provided. It is unknown what the physician determined to be the cause of death. Both iliac axes were occluded and there was no point in explanting as the death had occurred. The hours following the fenestrated endovascular aortic repair (fevar) and reintervention was when the patient death occurred. The zsle caused/contributed to the patient's death as it was not introduced into the contralateral limb of the bifurcated graft, but beside the contralateral limb.

Manufacturer narrative:
Additional information: a2 age, a2 dob, a3a (sex), b5, b7. Correction: b2 date of death, d4 (lot number, expiration date, UDI), h4 (manufacture date), d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: b2 (date of death), b5, e1 (first name, last name, e-mail), e3, h6. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Imaging was provided for the investigation. The imaging review indicated that an occlusion of the zsle-20-90-zt (placed on the left, contralateral side) and zsle-11-90-zt (placed on the right, ipsilateral side) was confirmed. Both of the legs were implanted outside its respective gate. The zsle-11-56-zt was placed on the right ipsilateral side downstream from the zsle-11-90-zt. The imaging review indicated that an occlusion of the zsle-11-56-zt placed most distally on the right, ipsilateral side occurred. The focus of this complaint is placement of the zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-20-90-zt that was placed outside the left contralateral gate during the procedure and later occluded after placement. Additional reports for this patient have been submitted under MDR report numbers 1820334-2026-00207 and 1820334-2026-00205.